Event description:
It was reported that during sad procedure, the distal tip of probe overheated and peeled back. All fragments were retrieved and the pt was reported as doing fine. The surgeon experienced a 15-minute delay in the procedure. No other info is available for this incident.